Event description:
It was reported that the lead safety switch of the cardiac resynchronization therapy pacemaker was triggered due to left ventricular (lv) pace impedance of 2,018 ohms. The impedance had been gradually rising and was greater than 1,700 ohms for the past year. The healthcare provider was able to program the lv lead to a vector that had an impedance of 880 ohms. The lv lead remains in service and no adverse patient effects were reported.